Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer reseated rowboard cables to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the users were unable to issue the medication, causing a delay in accessing the medication for the patient. There were no adverse events or injuries reported based on this incident.